Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. The device was not returned and so the reported issue could not be verified and the cause could not be determined. Physio advised the customer that this device is no longer supported for repair and should be scrapped.

Event description:
A third party service agent contacted physio-control to report that all of the customer device's lights are illuminated and when the device is powered on, it does not pass the boot up screen. This issue is patient related; however there was no adverse event reported.